Event description:
On 9/7/99, the pt underwent total abdominal colectomy with ileal protostomy and cholecystectomy. While in the recovery room that same day, the pt complained of pain in his lower back. The nursing staff noted a 12"x14" (approximate) wound to the sacral area, then evaluated as a pressure ulcer, as the pt was in the lithotomy position during surgery. On 9/24/99, the surgeon noted the wound to be a sacral burn possibly caused secondary to a short in the bovie circuit.